Event description:
Pt underwent surgical removal of vaginal sling mesh due to reported pelvic pain. Preoperative diagnoses were urethral obstruction, urinary retention, and incomplete bladder emptying and bladder outlet obstruction. Transvaginal exam revealed a suburethral defect and sling erosion at 0.25 x 0.25. The entire specimen was submitted to steelgate, inc. At the request of the pt and her attorney. The manufacturer, implant date, and implanting facility are unknown.